Event description:
Information received indicates the siderail is not locking.

Manufacturer narrative:
The technician found a missing bolt at the siderail latch bar. The technician replaced the guide, latch bar and hardware to repair the stretcher.